Event description:
Consumer is reporter who states that she had implants placed to correct a birth defect years ago. Since that time she has suffered from chronic fatigue syndrome and fibromylagia. After researching on the internet she has found others with the device suffering the same symptoms. She recently had the implants removed. Her symptoms of chronic fatigue have virtually destroyed her life. She has had to have the implants removed at her expense, because it was felt that their removal was an elective procedure. However, both implants were found to be leaking at the time of her operation. She is not out to sue anyone, she just wants FDA to know that the product is dangerous and should never have been reapproved. Currently she descries herself as being without energy, no social life, can barely pay her bills, and unemployed due to increased stress at her job. She could only manage to get to work, when she was employed.